Event description:
Boston scientific received information from a journal article where the author explored the incidence and cause of ICD lead-related adverse events in patients who had an ICD before ohtx between (B)(6) 2005 and (B)(6) 2011. Of the 84 patients evaluated, 53 patients had icds and 31 had crt-d devices implanted. ICD lead-related adverse events were defined as perforation, conductor fracture, insulation failure, dislodgement, fragment retention and migration. No lead-related adverse events occurred in those patient's in the single-coil population (33 patients), however, there were 11 ICD lead-related adverse events in the dual-coil population. Of the 11 patients, 2 patients had been implanted with a guidant or boston scientific defibrillation lead (model #0125 and model #0155). All identified adverse events were retained proximal coil fragments of the ICD leads. Except for 3 patients, retention of the proximal defibrillation coil fragments were identified post-operatively (chest xray or computed tomography scan). On follow-up (12-months post-ohtx), a coil fragment from the model #0125 lead had migrated into the pericardial space. None of the reported 4 patient deaths (from the adverse event population) involved a guidant or boston scientific lead. It was concluded that incomplete removal of defibrillation coils at the time of the ohtx was a clinically relevant problem that affected 22% of the dual-chamber patient population. Although the complications were suggestive of a specific, lead-related problem, the author could only address the specific lead design problem of a competitor lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Abraham p, caliskan k, szili-torok t. High incidence of unexpected defibrillation coil retention during orthotopic heart transplantation. Journal of heart and lung transplantation. 2012: epub before print.